Manufacturer narrative:
(B)(4). The product has not been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient was revised seven years after initial knee procedure due to articular surface fracture. Patient allegedly was going into or coming out of a very hyper flexed position and heard and felt a pop or snap sound of articular surface, posts fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed. The pictures provided confirm that the post on the superior side of the articular surface fractured off. The device also exhibits nicks and gouges on the inferior side. Radiographic inspection identified that the knee prostheses were anatomically aligned with no evidence of radiolucency or loosening. However, the x-rays did identify that the patient's bones were osteopenic. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the nexgen knee, fracture/damage of the prosthetic knee components is one of the known adverse effects of total knee arthroplasty. However, a root cause was not able to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.